Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. The ventilator was investigated by our field service engineer on-site and the pressure transducer pcb was replaced which resolved the issue. No log files has been provided and no part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer's ref #:(B)(4).